Event description:
It was reported that bd maxzero multi-fuse  extension set with needleless connector(s) would not flush. The following information was provided by the initial reporter: bd maxzero trifuse would not flush the line that had the total parental nutrition (tpn) line. The line completely sealed over and would not flush at all.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 26 jul 2023 month year. Medwatch report is (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the set was unable to be flushed could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 lot number 22119145 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that bd maxzero multi-fuse  extension set with needleless connector(s) would not flush. The following information was provided by the initial reporter: bd maxzero trifuse would not flush the line that had the total parental nutrition (tpn) line. The line completely sealed over and would not flush at all.